Event description:
Report received from france states: "trocar cannula broke in the eye. No damage, metal particle was removed immediately without pt impact."

Manufacturer narrative:
The product is not being returned for evaluation. The sterilization and lot history records have been reviewed and found to be acceptable.